Manufacturer narrative:
Evaluation results: deformation problem. Related to operational context (event most likely procedural related). Evaluation conclusion: operational context caused or contributed to the event (event most likely procedural related). (B)(4).

Event description:
It was reported that the physician was treating a patient with a moderately calcified and moderately torturous lesion (12mm in length) with 85% stenosis, located in the rca (mid). A resolute integrity device was deployed successfully. The physician proceeded to use a 2.25 mm diameter x 12 mm length nc sprinter (rx) balloon to dilate distal to the treated lesion. It was reported that 1st inflation was good, but as there was still a "notch", the physician decided to inflate a second time. It was reported that when they deflated for the second time, the pressure did not drop as quickly as normal. When the physician attempted to withdraw the device it was noticed that it was stuck on something but it was reported that this was not the stent. Without applying too much force, the physician pulled gently and half of the catheter detached and remained in the body. The detachment occured at the exchange joint. A snare was used to remove the detached catheter. The device was prepped as per IFU with no abnormalities noted and negative prep was performed with no issues noted. It has also been reported that the device was passed through a previously deployed stent. Patient was fine post procedure. Evaluation review: the device involved was returned for evaluation. The distal tip was flared and damaged. The hypotube was kinked 16.6cm, 27.0cm and 93.7cm distal to the strain relief. The transition shaft was stretched 19.6cm in length. The guidewire entry port was stretched and twisted. The transition shaft had detached 5.6cm proximal to the guidewire entry port. The transition shaft was stretched on the proximal and distal side of the detachment site. The shaft was jagged and uneven both sides of the detachment with a section of the corewire exiting on the proximal side. The distal shaft was kinked and damaged 6.3cm proximal to the balloon bond. There was a short longitudinal split visible on the transition shaft distal to the hypotube bond. The balloon was partially inflated. The distal outer shaft was cut distal to the guidewire entry port to facilitate deflation of the balloon. Negative pressure was applied; the balloon could not be deflated fully. The shaft was cut distal to the kinked/damaged site on the outer shaft; it was then possible to deflate the balloon.